Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's left impedances have continually increased since 2020 and 9 channels can no longer be stimulated. There is no more hearing on this ear. The user was reimplanted with a device from another manufacturer on (B)(6) 2025, for a stiffer electrode.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. Further the recipient suffered from re-occurring mastoiditis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's impedance on the left have continually increased since 2020 and 9 channels can no longer be stimulated. The user can no longer hear with this ear. The user was re-implanted.